Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with a mentor smooth round moderate profile 225cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation on an unknown date. The suspect medical device was discarded after explantation surgery.

Manufacturer narrative:
On 29-apr-2024, mentor became aware that the suspect medical device is the patient¿s left breast prosthesis. Additionally, it was reported that both of the patient¿s breast prostheses deflated post implantation. This report is for the patient¿s left breast prosthesis. The patient¿s right breast prosthesis deflation was reported in manufacturer report number 1645337-2024-03583. Manufacturer¿s reference number: (B)(4).